Manufacturer narrative:
Service technician identified the touchscreen was irresponsive. Touch screen was replaced, unit was checked overall, cleaned, run in tests and functional tested.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The unit was received at the international service center for routine periodic maintenance. During service the technician identified operational issues with the touchscreen. Service technician recommends replacement of touchscreen. Pending customer's estimate approval.

Event description:
Customer sent the v60 device to the international service center for routine periodic maintenance. The service technician during service identified that the indicators on the touchscreen were misaligned in the first operational check. Re-check at a later date found the issue improved. There was no patient involvement.